Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc) and obtained "below assay range" results. The customer had run quick check, which resulted within specification. The customer calibrated both methods and both had failed for below assay range and abnormal assay errors. Ccc ran service methods, which failed mix testing. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a faulty sample probe 1 mixer and ran service methods, resulting within range. The cse ran quick check, which passed. The cause of the discordant, falsely low glucose and calcium results is due to a faulty sample 1 probe mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) and calcium (ca) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting in the normal range. Sample ID (B)(6) was repeated on an alternate instrument, resulting higher. Results for sample ID (B)(6) and sample ID (B)(6) were not provided. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu and ca results.

Manufacturer narrative:
The initial MDR 1226181-2016-00270 was filed on (B)(6) 2016. Additional information received on (B)(6) 2016. A siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated: patient ID (B)(6) was not found in the instrument data, however the customer ran sample ID (B)(6) twice. Hsc concluded that based on the sample mix result monitors of both the calcium and the glucose data, there was a sample mix issue. The cause of the discordant, falsely low glucose and calcium results is due to a faulty sample 1 probe mixer and a sample mix issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) and calcium (ca) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting in the normal range. One patient (sample ID: (B)(6)) was repeated on an alternate instrument, resulting higher. Patient ID (B)(6) was not found in the instrument data, however the customer ran sample ID (B)(6) twice.